Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens - -9.00 diopter, in the patient's right eye (od) on (B)(6) 2015. The patient has complained of low vault. The lens remains implanted. The surgeon will exchange the current lens for a longer lens.

Manufacturer narrative:
Resubmission of supplemental MDR#1 requested by FDA. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic torn and foreign material on the lens surface. Claim #(B)(4).